Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after deployment of leadless ipg, rhythm changes were noted, and the patient became unresponsive. External temporary pacing was initiated. Echo was performed urgently. The first doctor proceeded to perform a pericardiocentesis. An effusion was noted on echo; which was thought to be secondary to perforation from leadless ipg deployment. Second doctor scrubbed into the procedure to assist. The patient later became deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the right ventricle became perforated. The patient experienced a pericardial effusion and tamponade. The patient's blood pressure and heart rate dropped. A pericardiocentesis was performed but the blood loss was high and the patient passed away.